Manufacturer narrative:
On january 13, 2021 additional information received indicated that date of explantation was on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 24, 2020 indicated that the patient underwent bilateral replacements as follow: left replaced with cat#: 3503004bc, sn#: (B)(6), and right replaced with cat#: 3503004bc, sn#: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 25, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 325cc breast implant. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rent can be determined at this time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On january 29, 2021, mentor became aware that the replacement devices unintentionally were submitted incorrect. Manufacturer¿s reference number: (B)(4) right: cat#: 3503504bc sn#: (B)(6). Left: cat#: 3503504bc sn: (B)(6).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. A physical consultation was performed by a physician and deflation was diagnosed. As a result, patient underwent removal on (B)(6) 2020.